Event description:
It was reported that a spectrum iq pump had an air in line error when loading intravenous tubing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The upstream sensor calibration reading was found to be out of specification. A review of the event history log revealed 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor, which could not be calibrated. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.